Event description:
According to the reporter, customer had 2capsule failed to attach on the same patient. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. This user has been using this procedure for 6+ years. The delivery system and capsule will be returned to given.